Manufacturer narrative:
Additional information from the field engineer concludes that ventilation was not affected by the reported issue. The initial event was therefore not a reportable malfunction. H3 other text : additional information from the field engineer concludes that ventilation was not affected by the reported issue. The initial event was therefore not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the reported issue. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.